Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the annular dimension of the native valve were perimeter 82.1mm and area 529.5mm2 and the it was severely calcified. The final implant depth was approximately 3mm. After the valve was delivered, the angio view showed the valve was embolized. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimension of the native valve were perimeter 82.1mm and area 529.5mm2 and the it was severely calcified. During procedure, the initial implant depth was 4mm below the annulus and final imaplnt depth was approximately 3mm. After the valve was delivered the angio view showed the valve was embolized. A new 34mm non-abbott valve was implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable and recovering.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimension of the native valve were perimeter 82.1mm and area 529.5mm2 and the it was severely calcified. During procedure, after the valve was delivered the angio view showed the valve was embolized. A new 34mm non-abbott valve was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.